Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that it was taking too long to charge and patient had poor coupling. Antenna locate was performed and shown 72 but when charge was initiated, patient reported zero coupling. The ins status was off during the time of the report. Patient needed to charge their ins. A replacement recharger antenna was sent. Additional information received stating that patient installed the replacement recharger antenna and the screen was not frozen on the reposition antenna screen. Patient services helped patient reset the recharger over the phone and the recharger was working,but patient still get 0 coupling boxes. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the over discharge was due to not recharging the battery and allowing it to enter an over discharged state on multiple occasions. The ins was disposed of by the explanting facility. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that to resolve the poor coupling and no stimulation, they requested a battery replacement. The patient provided their weight at the time of the event. No complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient had battery replacement (B)(6). The battery was replaced because it died from overdischarge. No further patient symptoms or complications were reported in this event.